Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized in the past due to high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer also reported that she experienced a low blood glucose level of 36 mg/dl while working. The buttons on the insulin pump were harder to press. It was also reported that the battery life of the insulin pump was diminished, she received unexplained no delivery alarms few times in a year and the backlight was dimmer. The insulin pump will not be returned for analysis.